Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the visera 4k uhd xenon light source had an emergency light indicator. And main lamp light up at the same time. The issue occurred, during maintenance. There were no reports of patient harm or involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d8, d9, h3, h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the following led to the malfunction: emergency lamp failure. A definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.